Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported by the patients representative that the patient's ankle was swelling and that they were having difficulty urinating, producing only a small output. They mentioned that the swelling started two days ago. However, they were not currently with the patient and will call back once they were with them to provide more details. Agent advised them to call back as soon as possible and also recommended that they contact their doctor's office for further assistance. It was unknown whether the issue was resolved.